Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator, (B)(6) 2011; 5076-45 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular (rv) lead had noise, high thresholds, high pacing impedance, short interval counts (sic), and a fracture. It was noted that an rv bipolar lead impedance warning had triggered. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.